Manufacturer narrative:
(B)(4). The micropituitary superior shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and not returned for analysis. Optical examination reveals a fairly brittle fracture surface. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument broke and would not close. Although the instrument was used intraoperatively, no patient complications were reported.